Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 227 mg/dl. Reportedly, the alert cleared and continued to use the pump for insulin therapy.